Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the doctor gained access with the microcatheter, but could not advance the solitaire to the distal end of the microcatheter. After numerous attempts, they withdrew the solitaire for product complaint submission. The doctor then advanced a new solitaire successfully through the distal end of the same microcatheter and gained reperfusion by removing the clot with the solitaire. The microcatheter was used successfully for the delivery of a second solitaire stent, and thus is not considered a contributor to the product complaint. The device and any accessories were prepared as indicated in the IFU. There was resistance during the procedure during delivery. The vessel was not tortuous. The resistance occurred in the distal section of the catheter. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was being treated for a right proximal m1 occlusion. Vessel tortusoity was normal. Nihss 3 with mild dysarrythia and facial droop on day 1 post op. Nihss 22 baseline. The phenom was not removed from the patient and replaced when the solitaire was removed due to product complaint, it was used with the new solitaire to successfully to deploy the stent and remove the clot. No patient symptoms were reported related o the resistance.